Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she will stop insulin pump therapy and revert to manual injections. The customer stated that it is getting too expensive for her, and she has a huge hospital bill due to having to go to the emergency room. Nothing further was reported.